Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that since (B)(6) 2016 they have not been able to go to the bathroom. It was indicated that they woke up four to five times at night and couldn't urinate. The patient mentioned that they had to go to the hospital to be catheterized. The saturday prior to and the morning of the report, the patient woke up and couldn't urinate; they had to catheterize. It was noted that the patient increased stimulation and the therapy was on. Further information received from the healthcare provider indicated that they saw the patient on (B)(6) 2016. A urine culture was sent to rule out an infection. Electrode impedance check was done as well. The patient was reprogrammed and the patient was changed to a different setting. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
.

Event description:
Additional information from the patient reported nothing was done at the healthcare professional's (hcp) office. The patient noted their hcp told them to set their clock every 2 hours to get up and use the bathroom. The patient disagreed that the hcp. The patient noted the hcp hung up and then called her back and told her to shut off the device. The patient noted their device is turned off. The patient noted they have an appointment on (B)(6) 2016 with the hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.